Event description:
The reviewed literature article contained an illustrative case of a (B)(6) female hydrocephalus patient implanted with an programmable shunt. According to the article, the patient presented with symptoms of shunt malfunction. Allegedly, the patient's performance level had changed to a higher level, and an apple ipad 2 was thought to have induced the change.

Manufacturer narrative:
This event was identified during review of scientific literature. The corresponding author did not divulge specific device information or answer requests for other missing information on this medwatch report. The author advised that it is well known that exposure to magnets may alter valve settings, and he did not consider this occurrence to be a product malfunction. He stated that the intent of the article was to alert neurosurgeons that the ipads should not be placed adjacent to the strata valve. The event in the article has been identified as a probable match to information previously reported by medtronic neurosurgery. The product was unavailable for return as it remains implanted. Therefore an evaluation of the device was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. While it is impossible to quantify all the various magnetic fields in our environment, the vast majority will not impact the valve as long as distance from the valve implant is maintained.